Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional perclose proglide device is filed under a separate manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices with a 6fr sheath after a percutaneous coronary intervention. Reportedly, a proglide suture break was noticed with the first device. A second proglide device suture failed to capture the artery. The suture and knot pulled out of the anatomy. Hemostasis was achieved with an angio-seal. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. The reported suture break was confirmed as a needle to cuff miss/suture retrieval issue was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.